Manufacturer narrative:
Device evaluated by MFR: the device has the polymer coating detached and the distal tip is kinked. Overall length was within specification. The outer diameter (od) of the distal tip , middle of the device and proximal section were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A 300cm, 8cm v-18 control wire guide wire was advanced to the target lesion. However, the device broke and the tip of the device remained inside the patient's peritoneal space. The procedure was completed without adverse effects. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A 300 cm, 8 cm v-18¿ control wire¿ guide wire was advanced to the target lesion. However, the device broke and the tip of the device remained inside the patient's peritoneal space. The procedure was completed without adverse effects. No further patient complications were reported and the patient's status was fine.